Manufacturer narrative:
The device used in treatment has been returned and evaluated, establishing a relationship with the reported event. A visual inspection reported no defect found, the functional evaluation confirmed the power supply blows the pem fuses, the unit passed all other functional test performed, root cause has been confirmed as a defective electronic component. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. This investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that machine is not able to power on. No case involved.